Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. In the case of this complaint it is most likely that the main coil that the main coil broke during insertion due to lack of continuous flush maintained during the procedure, as per device direction for use (dfu) maintaining continuous flush throughout the procedure is a critical requirement as lack of it can result in difficulty during procedure. Also, as reported that a non-stryker microcatheter was used for performing the procedure it can also contribute to failure due to potential incompatibility of non-stryker device, leading to main coil broken. As per additional information device was prepared as per (dfu) for this product. However, contrary to this - the additional information states that continuous flush was not maintained during the procedure, which is against the dfu for this product. Therefore; an assignable cause of ¿user error¿ will be assigned to reported event, as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user. This is 1 of 2 reports. The subject device in unavailable.

Event description:
It was reported that the subject device coil was broken during insertion. Another device was used to complete the procedure. There were no clinical consequences to the patient due to the reported event.